Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information was received that the patient and device were evaluated and due to patient weight loss the device was "slightly mobile due to loss of tissue". The healthcare professional indicated that there were no allegations of product performance issue.

Event description:
It was reported by the patient that their implantable loop recorder device is "messed up" and is not recording anything. Further in formation was unable to be obtained. The device remains in use. No patient complications have been reported as a result of this event.